Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.25 x 32 synergy¿ drug-eluting stent was implanted to treat the lesion. Post stent implantation, intravascular ultrasound (ivus) was performed. However, during removal of the ivus, the stent shrunk longitudinally. Subsequently, a non-bsc stent was implanted to fully cover the lesion and the procedure was completed. No patient complications were reported.